Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effects of angina and death could not be determined. The reported patient effect of death and angina, as listed in the instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient death one hour after the mitraclip procedure. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was implanted successfully, reducing mr to 1+. The patient was stable during the procedure. However, one hour after the procedure the patient experienced angina. Cardiopulmonary resuscitation (CPR) was performed but the patient could not be resuscitated and the patient expired. An autopsy was not performed. The cause of death is not known. The physician indicated that it is not clear if the death is related to the procedure. No additional information was provided.